Event description:
It was reported by service report that the siderail latch was broken and could result in the side rail becoming unlatched. Customer has attempted to repair the unit and has refused to allow the stryker technician to repair the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.